Manufacturer narrative:
The manufacturer previously reported information alleging a ds2adv auto CPAP device filters are turning black, and he has seen debris in the water chamber. This device is not part of the recall. There was no report of serious patient harm or injury. There was no report of medical intervention. The user did not state if the device will be returned for evaluation. The user was educated on changing filters and proper cleaning of the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Upon reassessment, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information alleging a ds2adv auto CPAP device filters are turning black, and he has seen debris in the water chamber. This device is not part of the recall. There was no report of serious patient harm or injury. There was no report of medical intervention. The user did not state if the device will be returned for evaluation. The user was educated on changing filters and proper cleaning of the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.